Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 25mm valve implanted in the aortic position was scheduled for a re-do surgery after an implant duration of 4 years and 11 months due to degeneration leading to severe stenosis and severe regurgitation. No other information was provided at the time of the reported event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that this patient with a 25mm valve implanted in the aortic position underwent surgery for valve explant after an implant duration of approximately 5 years due to degeneration leading to severe stenosis and severe regurgitation. A 23mm valve was implanted as replacement. Patient was noted to be in good condition.

Manufacturer narrative:
F10. Device code: 3191 - host tissue/pannus device evaluated by MFR . Device evaluation: customer report of degeneration and stenosis were confirmed through observed calcification and host tissue overgrowth. Report of regurgitation could not be confirmed due to valve condition as received. As received, leaflet 1 had a torn out section of approximately 6mm x 12mm and leaflet 3 had a torn out section of approximately 6mm x 9mm. Leaflet fragments were not returned with valve. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 on the inflow aspect and 5mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. A suture pledget remained attached to the host tissue near commissure 1. Wireform was exposed on commissure 1. Photos provided were not consistent with lab findings; all three leaflets appeared intact in photos provided. Per doc-0101337, rev a, engineering task will not be assigned as this valve was implanted five years or greater with confirmed calcification, leaflet tears, pannus, and structural valve deterioration. H10. Additional manufacturer narrative: updated sections: concomitant medical products, f10, device evaluated by MFR.